Event description:
User experienced discrepant troponin t results for one pt. Initial result on 3 hour sample gave 0.355 ng/ml, repeat in 2008, gave 0.052 ng/ml. Initial result was reported and questioned by the physician. Upon repeat testing, the user posted a corrected report and notified the physician. The investigational unit did not verify the complaint and could not determine the exact reason for the flier. It was noted the appropriate centriguation procedures were not followed. Additionally, the field service rep aligned the tubing, adjusted the high voltage, and replaced the measuring cell.